Event description:
It was reported with the use of the bd autoshield duo pen needle there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate on lot # 8047895. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported with the use of the bd autoshield duo pen needle there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (3) sealed 5mm, 30g autoshield duo samples from lot # 8047895, (3) sealed 5mm, 30g autoshield duo samples from lot # 8115672, and (1) sealed 5mm, 30g autoshield duo sample from lot # 7229867. Customer states that the autoshield duo pen needle failed to retract. All returned samples were tested and all were able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate on lot # 8047895. This is the 2nd related complaint for difficult/unable to operate on lot #'s 8115672 & 7229867. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (unable to activate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with needle retraction failure. There was no report of injury or medical intervention.